Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. It was reported that the device had reached elective replacement time (ert) approximately two months ago. A health care professional (hcp) inquired about the features available at ert. Boston scientific technical services (ts) discussed device behavior at ert. No additional adverse patient effects were reported.

Manufacturer narrative:
The cause of the syncope was unable to be determined, however, a device replacement procedure was planned for a date in the future. At this time, records indicate the device remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this pacemaker was explanted for normal battery depletion approximately one month later. No adverse patient effects were reported. Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.